Event description:
The customer reported a secondary infusion of penicillin g infused faster than expected. The intended programming was 100 ml/hour with vtbi 100 ml. The infusion stated at 1511 and the entire bag infused in approx 18 minutes and it should have infused over 1 hour. The user noted the secondary bag was 50 ml instead of 100 ml bag that they generally hang for this medication. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.